Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified lesion in the mid left anterior descending artery. Following pre-dilatation, a 2.5x28mm xience alpine stent delivery system (sds) was being advanced to the lesion; however, it failed to cross due to the anatomy. An attempt to remove the sds was made, but it was stuck with the heavy calcification and the stent dislodged. A 1.2mm unspecified balloon catheter was advanced and the stent was partially expanded to stabilize it on the guide wire. A snare device was advanced and used to successfully retrieve the stent into the guiding catheter. The dislodged stent and guiding catheter were removed together. The procedure was successfully completed with the deployment of a 3.0x26mm and 3.0x12mm non-abbott stents. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.